Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had issues with the sensor. The customer received calibration error and lost sensor alarms. The insulin pump alarmed that their blood glucose level was 46 mg/dl and suspended the basal rates. After treating with food, the customer's blood glucose level was 400 mg/dl. The device was not returned.